Event description:
It was reported that the left ventricular lead exhibited loss of capture. The pocket was opened for a lead revision, and the lead was found to be twisted and dislodged due to twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.